Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 73-year-old female patient, 187 lbs., presented in the or for an evar procedure. A centrally positioned access was achieved utilizing ultrasound guidance and a micro puncture kit. The arteriotomy was 11.0mm, clear of calcification and tortuosity, with a depth measurement of 4.0cm + 1cm. No issues were encountered advancing or withdrawing the initial procedural sheath. Following the initial procedure, heparin was administered and the 18f manta was deployed to the measured depth in the right common femoral artery. Following deployment, copious bleeding was present at the access site. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. The surgeon unsuccessf ully attempted to stop the bleeding by re-advancing the manta device. Balloon angioplasty was applied to tamponade; although, the bleeding continued. The surgeon decided to perform a cut-down. During the surgical intervention, the anchor was seen outside the arteriotomy. The patient outcome post-procedure was fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely contributed to user error due to the anchor being deployed into the tissue tract and disrupting the correct seating of the anchor against the vessel wall. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, ass ess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufact uring, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: vascular surgeon, deployed manta on the right side, per the IFU. There was severe bleeding/hemorrhaging at the manta site. The device was readvanced, but the hemorrhaging continued. A balloon was inflated, however, bleeding was not resolved. Md went to cutdown. During the cut down vascular surgeon saw that the foot plate was not deployed at the arteriotomy site. Dr then deployed second manta on the contralateral side with no issues. No blood transfusion needed. Us guided access was used with great central access, no calcium or tortuosity. Heparin given, no protamine administered. Measured depth for the manta was 4+1cm on both sides additional information: time to hemostasis was 25 minutes. Patient reported as fine post procedure. No harm reported.

Event description:
It was reported that: vascular surgeon, deployed manta on the right side, per the IFU. There was severe bleeding/hemorrhaging at the manta site. The device was readvanced, but the hemorrhaging continued. A balloon was inflated, however, bleeding was not resolved. Md went to cutdown. During the cut down vascular surgeon saw that the foot plate was not deployed at the arteriotomy site. Dr then deployed second manta on the contralateral side with no issues. No blood transfusion needed. Us guided access was used with great central access, no calcium or tortuosity. Heparin given, no protamine administered. Measured depth for the manta was 4+1cm on both sides additional information: time to hemostasis was 25 minutes. Patient reported as fine post procedure. No harm reported.

Manufacturer narrative:
(B)(4).